Manufacturer narrative:
A review of the manufacturing records was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. No deviation or non-conformance (ncr) related to the report was generated. The pcb00 lenses are placed by the manufacturing operators in the preloaded system using 10x microscope magnification. A second operator sits both haptics (lead and trail) in the correct location and verifies the lens is mounted properly. A review in the change control system did not show any change in the manufacturing method or specifications that were related to the reported complaint. No other investigations have been received for this production order. Based on the manufacturing record review, no deviation or assignable cause was identified for the customer's reported complaint. The documentation showed that the production order was manufactured according to specifications. Corrected data: in the initial report, it was noted that the initial reporter, that the address was not complete. Correction: the address was in fact complete and provides the reporters complete information. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that while implanting a tecnis itec preloaded 1-piece intraocular lens (iol) the lens was delivered out of the inserter without a loop. In follow up it was learned that the incision was enlarged and the iol was removed from the eye during the same procedure. No other complications, such as vitrectomy were reported. Another one piece acrylic lens was implanted during the same procedure. There was no patient injury reported.